Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of low battery alert, weak battery, failed battery test and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was unknown. The customer used new (B)(6) alkaline battery stored at room temperature. The customer stated that the failed battery test recurred. The customer stated that the fresh new battery only last 1 day. The customer stated that there were no delivery, weak battery and low battery alert from the insulin pump. The customer was advised if not aligned or tightened the pump may alarm failed battery test. The customer did not receive failed battery test. The customer declined to troubleshoot for no delivery.

Manufacturer narrative:
The pump was received with a blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime or excessive no delivery tests or confirm the failed battery alarm, weak battery alarm or low battery alarm due to the blank display. The pump was received with moisture damage on the motor, vibrator, keypad and battery tube assembly. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.